Event description:
The customer contacted physio-control to report that their device rebooted itself during the user test of the device and would not complete the test. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. In addition, the customer advised with defibrillation hard paddles connected to the device, when the device boots up, the device prompts, "connect cables". There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control was made aware by the customer that their device will be repaired by a third party service agent. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device rebooted itself during the user test of the device and would not complete the test. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. In addition, the customer advised with defibrillation hard paddles connected to the device, when the device boots up, the device prompts, "connect cables". There was no patient use associated with the reported event.